Manufacturer narrative:
Sientra complaint case (B)(4). Sientra performed testing of device from other lot/batch retained by manufacturer. Upon review of the complaint, it was determined that the most likely cause of the inconsistent vacuum pressure is a twisted gasket around the access cap (spatula port cap). If the vacuum is turned on again the twisted gasket can prevent a good seal from being made. The action taken to address the issue has been completed under change order chg-000093 at sientra. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to 99 as no patient information was provided. As this device is an accessory device for performing the lipoaspirate procedure the surgeon is still able to complete the procedure successfully using the equipment already required to perform the procedure. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The viality top access door would not seal shut under vacuum. The case could not be completed. Customer had to use a strainer to remove excess waste/fluid. Gasket on access door was loose.